Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the device was manufactured on 08/29/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors had 70-75% volume remaining after the expected infusion time. The issue occurred during patient infusion, and port gripper needle was connected to needle free connector. The expected infusion time was 46 hours; however, the actual infusion time was about 3 days. The device was filled with 3000mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred in (B)(6) 2025 and (B)(6) 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.